Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the cause was not known of their therapy being off. Patient was seen for post op visit on (B)(6) 2025. They had a rash and warmth around the incisions on the right buttock (device site) and the presacral incisions. The lead was on the left s3. Antibiotics were ordered by personal assistant (pa). The hcp reported that they adjusted the pulse width to try to direct the stimulation away from the left buttock where they felt pain. Stimulation was felt vaginally. It was unknown if the issue was resolved and the patient would return next week for follow up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their cheek was very painful and the rest of the body where the device went in was doing pretty well but the other side hurts. The patient was redirected to their healthcare provider to further address the issue. Patient stated they had a post-op appointment scheduled on tuesday, (B)(6) 2025. Patient connected to the ins on the call and said their therapy was off they turned it back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.